Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, blank display or flashing white light display noted. Moisture damage found on electronic assembly. No moisture damage inside battery compartment noted. Unit was received with cracked reservoir tube lip, cracked reservoir tube retainer and minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a blank display. The patient's blood glucose at the time of incident is unknown. Troubleshooting was performed. The customer stated that there was fluid in the battery compartment. The battery was changed but the display did not return. The insulin pump was returned for analysis.